Manufacturer narrative:
(B)(4). The returned product consisted of the nc emerge balloon catheter. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. The balloon was loosely folded. Microscopic examination of the balloon revealed a 17mm longitudinal tear in the balloon wall at the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. There were numerous kinks throughout the hypotube of the device. The distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was not consistent with the reported information; due to the additional damage found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13jun2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the mid left circumflex artery. A 4.00mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon torn longitudinally.